Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was "high" mg/dl. High bg was addressed with a correction bolus via the pump. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
H6: remove 1905 and 4613 and add 4582 and 2199.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.